Event description:
Event description cpi received information that the rate sensing portion of this endotak transvenous defibrillation lead was capped. During a routine replacement procedure the lead was exhibiting a sensing problem. The physisican elected implant a rate sensing lead.